Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pacemaker, it was found that the device had been in elective replacement indication (eri) since (B)(6) of 2021. The device was implanted in 2017 and premature battery depletion was suspected. The patient had intrinsic cardiac rhythm and was asymptomatic to the pacemaker battery depletion. On (B)(6) 2022, the pacemaker was explanted and replaced successfully. The patient's condition was stable.